Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they need to set up an appointment with a representative to check the implant. Patient stated the last time they saw the representative probably a little over a month ago, they were having problems with the implant and they couldn't get the right side working on the stimulator and it wasn't picking up. Patient said they had a procedure and the procedure didn't work so they need the implant working to help with the pain. Patient service reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). They reported that when they went in to check their stimulation, they could not get the right side to start working. Pt reported that they couldn't program the device. Pt reported now they were waiting for an epidural scheduled on april 18th. Pt reported they had a steroid injection but it didn't work. Pt reported the issue has not been resolved and nothing has been planned to resolve the situation.